Event description:
Reportedly, the patient experienced lightheadedness for two days approximately 3 weeks post implantation of a xience v stent. She had a 2.75x15 mm xience v stent implanted on (B)(6), she experienced light headedness. She has an oxygen tank that she uses occasionally for chronic obstructive pulmonary disease so she used her oxygen tank which helped to relieve the symptoms. She stated that she had contacted her cardiologist, but that they did not seem concerned, but she is concerned that these symptoms may be due to the drug coating on the xience v stent. Prior to the xience v stent being implanted, she did have 4 non xience stents implanted in 2005 and has not experienced these symptoms before. At this point, the symptoms have resolved. She was put on lipitor and metaprolol after the implantation of the metoprolol. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Hypersensitivity (allergic reaction) is a known adverse event as listed in the electronic xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, the patient was put on lipitor and metaprolo after the implantation of the xience v.